Event description:
International customer reported that the device delaminated during implantation. The device was tacked in place and the procedure completed. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time.